Manufacturer narrative:
Device evaluation: an adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. The zilver ptx 35 drug-eluting stent device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This created in response to a literature study (ref. Att. ¿nordanstig - paclitaxel coated versus uncoated devices for infrainguianl endovascular¿). The file captures 51 patients with a zilver ptx device that required reintervention related to occlusion or restenosis. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0117) lists the following potential adverse events: ¿allergic reaction to anticoagulant and/or antithrombotic therapy or contrast medium¿, ¿allergic reaction to nickel¿, ¿atheroembolization¿, ¿arterial aneurysm¿, arterial rupture¿, ¿arterial thrombosis¿, ¿arteriovenous fistula¿, ¿death¿, ¿dissection¿, ¿embolism¿, ¿fever¿, ¿hematoma/hemorrhage¿, ¿hypersensitivity reactions¿, ¿infection¿, ¿infection/abscess formation at access site¿, ¿ischemia requiring intervention¿, ¿occlusion¿, ¿pain/discomfort¿, ¿pseudoaneurysm formation¿, ¿renal failure¿, ¿restenosis of the stented artery¿, ¿stent embolization¿, ¿stent malapposition¿, ¿stent migration¿, ¿stent strut fracture¿, ¿vessel perforation or rupture¿, ¿vessel spasm¿, ¿worsened claudication/rest pain¿. There is no evidence to suggest that the customer did not follow the packaging insert. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to a patient pre-existing conditions and/or a known potential adverse event. From the paper it is known that the patients had peripheral artery disease. As previously noted, the IFU lists occlusion and restenosis of the stented artery as a potential adverse event. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the file captures 51 patients with a zilver ptx device that required reintervention related to occlusion or restenosis. The paper does not separate data for occlusion and restenosis. A definitive root cause could not be determined. A possible root cause can be attributed to a patient pre-existing conditions and/or a known potential adverse event.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-nov-2025.

Event description:
Joakim nordanstig, 2025. "Swedepad 2 enrolled patients with intermittent claudication (rutherford categories 1¿3) who were eligible for infrainguinal lower limb revascularisation, as established by routine clinical decision-making at participating centres. Participants were randomly assigned in a 1:1 ratio to one of two treatment groups: revascularisation with paclitaxel-coated devices or revascularisation with uncoated devices. Patients were treated in dedicated angiography suites or hybrid operating rooms equipped with advanced imaging systems. After femoral access was established, a guidewire was advanced across the target lesion. Lesions were treated with either primary percutaneous transluminal angioplasty or primary stenting, at the operator¿s discretion. For primary percutaneous transluminal angioplasty, a non-compliant or semicompliant balloon was used to reduce stenosis or occlusion. For participants randomly assigned to paclitaxel-coated devices and undergoing primary percutaneous transluminal angioplasty, paclitaxel-coated balloons were used in accordance with the manufacturer¿s instructions, including pre-dilatation and the recommended balloon inflation time. Between nov 5, 2014, and sept 27, 2023, 1155 patients were enrolled across 22 vascular centres in sweden; 577 patients were randomly assigned to treatment with paclitaxel-coated devices, and 578 to treatment with uncoated devices. Of these, 1136 (565 in the paclitaxel coated devices group and 571 in the uncoated devices group) had follow-up data available for analysis 18.1% of the study reviewed a zilver ptx (cook medical) or 171 stents." Ipsilateral reintervention related to occlusion/restenosis: of the 565 patients involved in the study. The following required ipsilateral reintervention: up to 5 years: 149, up to 1 years 73, complete to follow up: 171. 171 of 565 patients accounts for approx 30% of the population. Of the 171 cook ptx stents this would potentially be 51 patients with a cook device that required reintervention. Require intervention/additional procedures s=4.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.